Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged by the attorney through the filing of a claim that the patient had a femoral stem implanted into her left leg on an unknown date due to osteosarcoma. It is further alleged that the patient "did well initially, but had a minor fall on the opposite leg many months later, the patient developed pain in the left leg following the fall". The patient's left leg was then revised on (B)(6) 2016 due to fracture of the femoral component.

Manufacturer narrative:
An event regarding a crack/fracture involving a mrs curved stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided and/or the device was not returned. Further information such as patient details, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It's alleged by the attorney through the filing of a claim that the patient had a femoral stem implanted into her left leg on an unknown date due to osteosarcoma. It is further alleged that the patient "did well initially, but had a minor fall on the opposite leg many months later, the patient developed pain in the left leg following the fall". The patients left leg was then revised on (B)(6) 2016 due to fracture of the femoral component. Update from legal: it was previously reported that the femoral component fractured. This was reported incorrectly. It was confirmed that the mrs curved cemented stem was the device that fractured and contributed to the revision.